Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from this device was performed. This device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from this device was performed. This device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated. Additional information was received which indicated this event is a duplicate. This event was previously reported. See MFR. Report # (B)(4).